Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi-tf injector with a foam tip plunger, and the foam tip plunger overrode the lens and the trailing haptic tore off. The lens was removed, and another same type lens was attempted and same thing occurred. A third same type lens was successfully inserted with forceps. The incision was enlarged to insert the lens manually with forceps and a suture used, not due to the lens damage. Pt's prognosis is good, corneal edema is improving. This is one of two incidents for this same pt. See MFR report number 2023826-2007-01302 for the other incident.